Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2020. Customer blood glucose level value when admitted to hospital was 33.5 mmol/l. Customer blood glucose level was 5.2 mmol/l. The customer alleged insulin pump was under delivering because doctors said so. The customer was treated with intravenous drip. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was not active at the time of high blood glucose event. Customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.